Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site had difficulties tracking and verifying instruments. It was noted that the emitter was adjusted to restore functionality. It was noted that the straight suction was the instrument with the most verification issues when the issue occurred. There was a reported delay to the procedure of half an hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.